Manufacturer narrative:
(B) (4). It was reported to fisher & paykel healthcare that an mr290hfv high frequency vented humidification chamber was damaged out of the box and would be returned for investigation. The same day that the complaint was received by e-mail, the customer phoned fisher & paykel healthcare and reported that the chamber is functioning properly. The customer stated that they no longer wish to file a complaint. Based on the follow-up info received from the customer, no fault has been found with the complaint humidification chamber.

Event description:
A hospital in (B) (6) reported via a distributor that a new mr290hfv high frequency vented humidification chamber had been received damaged.